Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the screen was lit up and gray with no wording or settings displayed. They tried to push select button, but nothing happens. Batteries were removed and replaced, but when pump powered on screen would light up but remain gray. They could hear pump alarming, but no messages displayed. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.